Event description:
It was reported during an unknown surgery as the surgeon was inserting the third rafn nail, the surgeon wanted to insert a blade. The surgeon had difficulties with insertion system. The connectin screw of the blade does not go in the spiral inserter for spiral blade insertion and it is difficult to insert in the aiming arm. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The present devices were analysed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. A function test has shown that these devices are not functional as required anymore. This is caused by some strong stress marks at the spiral inserter and at the connecting screw. Based on the provided information we are not able to determine the exact cause of these stress marks. We can only assume that intense use in combination with wear and tear caused this occurrence.